Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
"."

Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for a drain line issue during drain 1 of 4. The alarm could not be cleared and treatment was cancelled. When removing the cassette the patient found fluid had leaked inside the cassette area. The patient could not locate a defect in the cassette. The patient was advised to contact her nurse. During follow up the patient's nurse reported there was no adverse event associated with the leak and no antibiotics were prescribed. The set was discarded.